Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent atrial over sensing of far field r-wave (ffrw) on the right atrial (ra) lead. It was also noted there was a sensing integrity counter (sic) warning on the right ventricular (rv) lead for short ventricular intervals. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.